Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse), who spoke to the customer. The rse provided instructions on how to access and review the patient's clinical audit trail events. The rse noted that the clinical audit logged numerous yellow heart alarms during this timeframe, and these yellow heart alarms were acknowledged by the user. The rse explained the differences between the yellow (short yellow) arrhythmia alarms and brady alarms. Yellow arrhythmia alarms are considered lower in priority than red alarms but still may indicate serious rhythm or rate disturbance. Yellow arrhythmia alarms have a distinctive sound and will sound for a short duration. The rse also checked the configuration for ECG- hr (high limit -120, low limit -50, extreme alarms +/- 20, and brady clamp 40). Based on the results of the analysis, the device was confirmed to be operating per specifications and no failure was identified. The rse emailed the st/ar arrythmia application to the customer for further education.

Event description:
Philips received a complaint on the patient information center ix indicating that the user could not hear the patient's heart rate (hr) audible alarm tones. The user also expected extreme bradycardia hr alarm instead of a yellow hr alarm on (B)(6) 2026, at 2:48 pm. The device was in use on a patient at the time of the event. There was no adverse event reported.